Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during distal transverse locking in an expert tibial nail surgery, it was observed that the drill bit device hardly rotated and made an abnormal sound while in use with the radiolucent drive device. The reporter stated that there was no alleged malfunction against the drill bit device. According to the report, the device did not recover at all although the surgeon observed the devices ¿movement for a while¿. The report stated that the surgeon continued the drilling manually and the surgery was completed without any delay. It was not reported if there was a spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.